Event description:
Boston scientific received information that this device and right ventricular lead displayed high, out of range pace impedance measurements. The local boston scientific field representative reported that a revision procedure was performed where a connection issue was discovered. The connection issue was resolved and all products remain in service. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no further information is available. Should additional information become available, this report will be updated.